Event description:
The customer reported that the system had no power.

Manufacturer narrative:
(B) (4). The ge service rep replaced the surge suppressor and confirmed the system will boot-up. The system is operating as intended.